Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient had symptom return due to a sudden change in therapy or symptoms. The patient had other problems down there that were not related to their device or therapy starting 3 to 4 weeks ago. The patient lost the feeling of stimulation and the patient lost their patient programmer. The patient did not know if their implantable neurostimulator (ins) was still good as it was not helping. The patient got a new programmer and wanted to know how to get it programmed. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.